Event description:
A surgeon reports that a pt sees a dark shadow in the visual field following intraocular lens (iol) implant surgery. No further details provided. Additional info has been requested.